Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 to explant and replace the fractured lead to address the issue. It is unknown which lead was fractured; therefore, both leads will be reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-05871. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken in the future.